Event description:
IT WAS REPORTED THE PATIENT PRESENTED FOR FOLLOW-UP REMOTELY VIA MERLIN.NET WITH DYSPNEA, FATIGUE, MALAISE, AND A DISLOCATED FINGER FROM A FALL. REVIEW OF THE TRANSMISSION REVEALED THE LEADLESS PACEMAKER (LP) EXHIBITED PREMATURE BATTERY DEPLETION. NO CHANGES OR INTERVENTIONS WERE REPORTED. THE PATIENT WAS IN STABLE CONDITION.

Event description:
Additional information received indicated the atrial Leadless Pacemaker was explanted and replaced.